Event description:
Rptr used a durex performax condom for the first time and since that usage, rptr is not able to feel sensation in penis upon ejaculation. The night rptr used the condom, penis stayed numb for what seemed to be an excessive time period and noticed that the next time rptr ejaculated, they did not feel the usual pleasurable sensation that only occurred -and still occurs at times- upon ejaculation. Needless to say, because sex is no longer an enjoyable experience, rptr very frustrated -almost to the point of being depressed- because rptr feels that they may never regain the sensation of an ejaculation.